Event description:
Patient reports treatment was completed and recently saw dentist stated the byte treatment left an open bite causing the molars not to interlock like they are supposed to in the back. Dental history includes orthodontic braces, retainers, and grinding/clenching of teeth.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.